Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned and analyzed. The helix will not extend and a stylet can not be inserted into the lead due to distorted coil in the connector. Deformation/fracture in 5cm proximal section of the inner coil and extension problems. Blood in/on helix/lobe mechanism.

Event description:
It was reported that the "steel wire" could not be introduced in the lead. A new lead was implanted. No patient complications were reported as a result of this event.